Manufacturer narrative:
B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown cup, unknown, unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01952, 0001825034 - 2018 - 01953, 0001825034 - 2018 - 01954. Product location unknown.

Event description:
It was reported that the patient had trouble breathing during physical therapy. A cat scan was performed and revealed a pulmonary embolism and deep vein thrombosis. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.